Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, and displacement test. However, the insulin pump was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and it passed. Testing for excessive no delivery and occlusions was not performed due to the prime anomaly. The insulin pump had minor scratches on lcd window and case. It also had cracked case at display window corners and broken belt clip slot.

Event description:
It was reported that the customer had high blood glucose levels of 577 mg/dl. The customer treated with manual insulin injections. The customer reported riding a bicycle but fainted and fell on the insulin pump. The customer reported that there were scratches on the insulin pump specifically on the display. The customer also reported a crack on the insulin pump between the reservoir and battery compartment. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please refer to manufacturer's report no. 2032227-2014-50572 as it refers to the same event but of a different device.